Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported peritonitis condition. The root cause investigation for peritonitis is in progress. Baxter's review of the information regarding the patient death determined that it is unlikely that the pd therapy contributed to the death.

Event description:
This is a literature report from (B)(6) of encapsulating peritoneal sclerosis in a male patient in (B)(6) subsequent to icodextrin therapy. In (B)(6) 2003, the patient began continuous ambulatory peritoneal dialysis (capd) using balance (fresenius medical care (B)(4)) with the addition of icodextrin 1 month later. In (B)(6) 2004, the patient experienced peritonitis, caused by group b streptococci. Eleven months later, he had his second peritonitis, caused by alpha-hemolytic streptococci plus coagulase-negative staphylococci. On an unreported date he suffered a tunnel infection and the pd catheter was removed with transition to hemodialysis (hd). Per the patient's request, he switched back to pd 3 months later. In (B)(6) 2006, the patient developed a third peritonitis with a negative culture. One month later, he had appendicitis, which was operated on in the usual way but was complicated by postoperative abdominal wall infection. Again the patient was switched to hd and once more he demanded another chance on pd. This time, however, the catheter did not work and he continued on hd from then on. One year later, abdominal symptoms started but were diffuse and intermittent. Abdominal CT scan showed parts of ileum and right colon adherent to the abdominal wall. This was interpreted as a reaction to the earlier abdominal wall infection that followed the appendectomy described above. No action was taken. Five months later, the patient was admitted acutely to the surgical ward and a new CT scan showed the same picture as previous scan plus localized ascites between loops of small intestine. Laparotomy exposed 2l of ascites and extremely adherent intestines. A right-side hemicolectomy was performed and an ileostomy created but the postoperative period was complicated by septicemia and abscess formation. The patient died in (B)(6) 2008, 1 month after the operation. Balance (fresenius medical care) was also considered suspect. According to the authors: "our conclusion from these two cases is that biocompatible pd fluids, at least in the presence of peritonitis, do not preclude the development of eps." Literature citation: tejde m, linder m, karsberg m, ekspong a, the use od biocompatible solutions does not prevent development of encapsulating peritoneal sclerosis, peritoneal dialysis international, 2010; 30:113-114.